Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after playing with their child, the customer found the pump touchscreen was cracked. Pump was not functional. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.